Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer turned off the "sleep function" option on the pump to receive auto-correction boluses throughout the night. During the night, the pump administered one auto-correction bolus and the customer administered two correction boluses. The second correction bolus the customer self-administered was noted to be higher than what the pump recommended. The delivery of multiple boluses led to the customer experiencing a low blood glucose (bg) level and cramping. The customer¿s parents provided food to the customer to address the low bg resulting in a bg level of 360-361 mg/dl. The customer was hospitalized due to the cramping experienced. The customer later reported that they did not have any recollection of administering these two bolus'. Attempts were made to obtain additional information pertaining to the hospitalization and outcome of the hospitalization; however, further information regarding this event and the customer's stay at the hospital were not provided.

Manufacturer narrative:
D2b.